Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('having so much pain') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: pain". Most recent follow-up information incorporated above includes: on 24-jan-2020: information received via social media. The case was upgraded form non-serious incident to serious incident. She undergone surgery for removal of essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('having so much pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure together.". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), breast pain ("pain in breast"), abdominal pain upper ("stomach pain"), mastitis ("breast infection"), breast cyst ("breast cyst"), breast inflammation ("breast inflammation") and furuncle ("breast boil") and was found to have weight decreased ("lost 23 pound"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the pelvic pain, breast pain, abdominal pain upper, mastitis, weight decreased, breast cyst, breast inflammation and furuncle outcome was unknown. The reporter considered abdominal pain upper, breast cyst, breast inflammation, breast pain, furuncle, mastitis, pelvic pain and weight decreased to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: pain". Most recent follow-up information incorporated above includes: on 23-mar-2020: new events breast pain, breast infection, weight decreased and stomach pain were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('having so much pain') in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "ablation and essure together." On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: pain". Concerning the injuries reported in this case, the following ones were reported via social media: medical device monitoring error, device dislocation. Most recent follow-up information incorporated above includes: on 20-feb-2020: 4 and 5 processed together. New event: medical device monitoring error was added. On 20-feb-2020: same document attached of fu 4. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.